Event description:
Patient was revised due to pain. It was unknown if any loosening or surgical delay. Doi: unknown. Dor: (B)(6) 2022. Affected side: unknown hip.

Manufacturer narrative:
Product complaint # (B)(4).